Event description:
Additional information was reported that the circumstances that led to the shocking in the stomach was that ins needed an adjustment. The patient had to take two trips for adjustments, and the issue has been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was to facilitate a meeting with the manufacturing representative (rep). Pt reported that they met with the rep at the healthcare provider's (hcp)'s office today to get the programming "tweaked" because the pt was experiencing shocking from the stimulation in their stomach. Pt stated that they had 3 programs total set on their ins, with 2 of those programs working. Pt stated that after getting the ins adjusted by the rep, all 3 programs no longer work. Pt reported that the rep "messed" the pt up because they are experiencing muscle spasms from the stimulation. Pt noted that they can "barely run this thing" (understood this to mean that the pt has to keep the stimulation intensity set low). Pt explained that if they increase the stimulation intensity, the ins provides pain relief, but they experience muscle spasms. Pt stated that they have to keep the stimulation intensity set so low, so that they don't have muscle spasms, but stated that they have "severe back pain", so the ins "might as well be off". Pt noted the ins was implanted for back pain. Reviewed ex pectations with getting a response and is forwarding a message to the reps for further assistance.